Event description:
An end user called for assistance checking the results in the device. After phone trouble-shooting, it was discovered that the device was reading "lo" constantly. The device was replaced and the defective one returned for investigation.